Event description:
The customer reported that the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ipc 1000 board was replaced during the service call. The system was tested and found to be working as intended and put back into service.